Event description:
It was reported that the customer received several low reservoir alarms, low transmitter alerts, and finish loading alarms. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected alarms or alerts were noted. The insulin pump was received with a cracked case at the display window and reservoir tube window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.